Event description:
It was reported that after patient presented to the ER found to be unconscious. Review of data strips showed multiple episodes of appropriate therapy for an accelerating vt. Programming changes were recommended. The patient was put on a respirator and is being monitored. Further test on the leads was planned. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.